Event description:
It was reported that the patient's right femur was revised. After a previous orif to address a femoral fracture, patient presented complaining of pain and limited rom. X-ray showed non-union of the bone with 3 broken screws and one screw which pulled out with the plate. A femoral stem and head, the plate and screws, and a competitor knee were revised to a competitor total femur replacement (acetabular components were left in situ). Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Please note the correction to h6 results code. The reported event could be confirmed from the provided x-ray. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. An x-ray was provided which were presented to our health care professional for evaluation, and a question about the most likely reason for this event, to which the medical expert replied: ¿it is likely to be related to a failure in stability from the entire construct leading to the non-union. I can say some things about the construction. Proximal screws are missing in the construction. However, since I don¿t have the trauma x-rays, the post-operative pics, etc, so there is no complete picture.¿ more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that the patient's right femur was revised. After a previous orif to address a femoral fracture, patient presented complaining of pain and limited rom. X-ray showed non-union of the bone with 3 broken screws and one screw which pulled out with the plate. A femoral stem and head, the plate and screws, and a competitor knee were revised to a competitor total femur replacement (acetabular components were left in situ). Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.